Event description:
The EKG was abnormal and the pt was considered for an emergent cardiac catheterization based on the reading. Another machine was used and the reading was not the same. Upon close inspection, it was found that the two plug in modules that attach the leads to the wam had been transposed. Two ekgs were done with the transposed leads. The pt did not require emergent catheterization.